Event description:
A home pt contacted baxter's technical service center for assistance during dwell 1/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt noted wet spots in their bed which they suspect were the result of a leaky pt line of the homechoice set. No defects were noted on the pt line tubing, nor was the origin of the moisture determined. The pt does not have pets, and the pt does use box cutters to open their homechoice set cartons, however, no damage was noted to the overpouch for the homechoice set involved in the event. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was associated with this event, however, the pt did receive prophylactic antibiotics.